Manufacturer narrative:
This late MDR is a retrospective filing. This report is being filed on an international product, that has a similar product distributed in the us. Clarification of information obtained during the investigation: the customer observed potential false reactive axsym hcv patient results with lot numbers 53692lu00 and 54252lf00 and tested nonreactive with lot number 55067lf03. No returns were available from the customer site to support this investigation. In order to assess the specificity of this lot, additional testing, including abbott laboratories internal quality controls of serum pool specificity panel and plasma pool specificity panel, was performed and gave results comparable to release data within typical ranges for qc specificity panels. We cannot provide a specific reason why the customer experienced this problem but have evaluated the customer observation together with other performance feedback and verified that the product is currently continuing to meet performance specifications for specificity. All highly sensitive immunoassay systems have a potential for nonspecific reactions due to immunological cross reactivity. Potential false reactive patient results can be expected with any test reagent kit. The typical frequency of potential false reactive patient results with this assay has been estimated from testing of a large patient population and is stated in the package insert. For diagnostic purposes, the anti-hcv reactivity should be correlated with patient history and other hepatitis markers for diagnosis of acute and chronic infection. The following handling and maintenance information may assist the customer to ensure product performance: - use clean gloves every time when handling the hcv reagent packs - change gloves that have contacted human plasma/sera - monthly tubing decontamination according to the axsym system operations manual, section 9, service and maintenance. - be aware that the manual opening of reagent packs increases the opportunity for contamination this is a final report.

Event description:
This late MDR is a retrospective filing for an international product with a similar us product. The account is generating a discrepant axsym hcv result on patient specimen. The patient tested axsym hcv nonreactive twice using reagent lot 55067lf03, but axsym hcv reactive using reagent lots 54252lf00 and 53692lu00. No additional information is available. No results were reported outside of the laboratory. No impact to patient management was reported.